Manufacturer narrative:
Six resolute integrity stents were implanted during the index procedure. Cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 5 resolute integrity drug eluting stents (3.5x18mm, 3x38mm, 2.25x30mm, 3x38mm, 2.25x30mm) were implanted. On the same day as the procedure, the patient suffered a myocardial infarction.